Event description:
A female underwent initial surgery for an abdomininal hernia repair. Approximately 1" of bowel had to be removed at this time. The product was implanted at the surgical site to complete the hernia repair. Forty-six days later the pt returned. At that time it was determined that the product has failed to maintain the repair. A subsequent operation resulted in additional bowel being removed and the hernia repaired. Subsequent discussion with the surgeon revealed that during the initial surgery, some bowel contents may have leaked into the area of the product implant. There was no culture taken to determine if any infection was present.

Manufacturer narrative:
The production record for this lot was reviewed and everything was in order and all product release specifications were met. In particular, the sterilization results were reviewed and all was in order. It is possible that the product implant degraded in the presence of leaked bowel contents including digestive enzymes and/or bacteria containing collagenase-type enzymes. The presence of either of these materials could have contributed to the premature failure of the device.